Event description:
It was reported that when attempting to implant this lead in the targeted coronary vein the lead would not hold. The lead was coming out along the catheter and loss of capture was noted. The doctor did not used the lead and instead used another vein and another lead. No adverse patient effects were reported. The lead was expected to be returned.